Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer connected the pump to a power source to charge and the pump turned on. Subsequently, the wake button on the pump was noted to be unresponsive. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level was 188 mg/dl. Reportedly, the customer would continue use of the pump for insulin therapy however the customer also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown could not be verified; however, the alleged wake button issue was verified.